Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported a hospitalization due to high blood glucose. The blood glucose reading at the time of the report was 158 mg/dl. She stated that the customer had high blood glucose symptoms of vomiting and high ketones. At the time of the hospitalization, the blood glucose reading was over 600 mg/dl. Customer was wearing the insulin pump at the time of the hospitalization. Customer's mother reported that the drive support cap appeared to be normal and recessed and found no air in the tubing and no leaks. She was advised to run a manual prime and stated that insulin did exit. The bolus history was correct. The insulin pump passed the high pressure test. Nothing further was reported.